Manufacturer narrative:
(B)(4): upon follow up it was clarified that the patient was treated with ancef (250mg intraperitoneally (ip) for 14 day) and fortaz (750mg for one dose and 250mg ip for 14 days). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by a cloudy peritoneal effluent, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The patient began treatment for the peritonitis, which included cefazolin (daily, intraperitoneally (ip), dose not reported) and vancomycin (2gm, ip, frequency not reported). The patient was temporarily off of the peritoneal dialysis (pd) therapy. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13f21099 and h13g12104 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).